Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-06710 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with two infusion sets which fell off during use. The set was used for 2 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.